Event description:
It was reported that during the implant procedure of a transcatheter valve in a previously implanted surgical aortic valve, loss of blood flow in the right common femoral artery was observed with placement of a 14 french (fr) large-bore sheath. Subsequently, surgical repair was performed to address the intimal tear.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve in a previously implanted surgical aortic valve, loss of blood flow in the right common femoral artery was observed with placement of a 14 french (fr) large-bore sheath. Subsequently, surgical repair was performed to address the intimal tear. Additional information was received indicating that the right groin was used as the access site and the minimum diameter of the access vessel was 4.9 mm. The intimal tear occurred at the end of the procedure. The physician's assessment of the event noted the following: the intimal tear was caused by the patient's severe peripheral vascular disease and calcifications; the evolut fx delivery catheter system did not cause or contribute to the tear; and the guidewire and sheath (manufacturer unspecified for both devices) also had no causal relationship to the tear.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.